Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the screw.

Event description:
On 3/15/2022, it was reported by a sales representative via email that an ar-2656 distal clavicle plate had one of the distal screws does not lock in the plate. This was discovered during a clavicle fx procedure on (B)(6) 2022. Another plate was used, and case was completed without further issues.